Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0g0m4, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
2016-02-17 telph/1, e1 (rep, hcp, con): information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported the patient's (pt) new neurologist took out one lead wire and they noticed a slight improvement for a short time. If additional information is received, a follow-up report will be submitted.